Manufacturer narrative:
(B)(4). Date sent: 11/11/2022. D4 batch #: x9474u investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on (B)(6) an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and can result in not passing the pre-run test followed by an alert screen, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade.

Event description:
It was reported that during a thyroidectomy procedure, the tip of the shears broke. There was a 5 minute delay to the procedure. The procedure was successfully completed and there were no patient consequences. Fragment were generated but the fragment was removed from the patient.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch/lot. Additional information was requested, and the following was obtained: did the active titanium blade break off? Yes. Did the white tissue pad break off? If yes, is the white tissue pad completely missing from the clamp arm of the device? No. What efforts were made to locate and remove the broken pieces during the procedure? Longer surgical time. Was this procedure converted to an open procedure? It was open. Could you please confirm if any of the pieces remain on the patient? No. Are there any plans to locate the pieces? No. Was there any change in the patient care as a result of this event? No. What is the current patient status? The patient is ok. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.